Event description:
The manufacturer received information indicating a patient desaturated (decreased blood oxygen level) while using a trilogy 202 ventilator. The reporter of the event alleged the device turned off on its own. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly turned off on its own and the patient desaturated. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed. A review of the ventilator's download event log indicated the device was manually turned off with the correct sequence of key presses on the reported day of the event, (B)(6) 2015.